Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. They had a broken desktop charger connector pin. Patient representative said that the connector pin had been lose for a while and then it finally broke off the desk top charger. Patient representative said because of this the recharger battery was depleted and they were unable to charge the implant. An email was sent to repair to replace the desktop charger. The patient representative mentioned that about 3 weeks ago the patient's implanted neurostimulator went completely dead and they had to charge the patient for an hour and turned therapy back on. During call patient representative was guided through checking the implant battery status with the patient programmer. The implant battery was fully charged and therapy was on. Patient representative mentioned that patient had always been able to charge their implant forever but patient representative has started to have to charge the implant for the patient because the patient is no longer able to do so own their own. Patient representative said they are having a meeting with the medtronic representative to receive education on how the external equipment works. Patient representative said they still had an old damaged desk top charger that they still needed to send back to repair. Patient is going to send back old desk top charger to repair.